Event description:
It was reported through remote transmission that atrial oversensing led to an inappropriate mode switch. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
(B)(4).